Event description:
The reporter stated the surgeon inserted and removed a cc4204a collamer aspheric single piece lens from the patient's eye due to a posterior capsule tear. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Additional information received - the surgeon stated when the lens was being inserted, the patient jumped and the capsule was torn. The lens was cut in half and when the lens was being removed, the patient jumped again, and only half of the lens was removed, the other half went to the back of the eye. The patient was sent to a retinal specialist to have the other half removed. The surgeon stated most likely the lens halves were discarded. A vitrectomy was performed. At a later date the patient had a three piece lens implanted and is doing well. The surgeon stated the event was due to the patient being very uncooperative and was not lens related.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): medical review results - (other): medical review - a capsule tear is likely secondary to surgical manipulation by the surgeon rather than the lens itself, however, it remains unclear whether the product caused or contributed to this event. Conclusions - (other): based on the complaint history, work order search and medical review, the root cause of the event has been determined to be due to the patient being very uncooperative and was not lens related. (B)(4).

Manufacturer narrative:
(B)(4) device evaluated by manufacturer? No - (other): lens not returned. Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Other text : lens not returned.

Manufacturer narrative:
Method - device history record review. Results - a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. (B)(4).